Event description:
It was reported that the patient experienced no stimulation sensation and a loss of therapeutic effect. The patient's implantable neurostimulator (ins) had 'never worked' for him and was currently turned off. It was noted that the patient's wife had 'kneed' him on (B)(6) 2012 and that he was having severe problems and could not move. The patient was brought to his physician's office to have everything checked. Additional information received reported that the patient's mental health was 'not well.' Additional information received reported that the patient experienced 'burning' in his stomach from his ins; it had 'doubled him over in pain,' 'heated up hot,' and 'would not work.' The patient was 'sick.' The worst pain was in his side, and had bothered him for several months previous. The patient had a 'severe shock' in the side of his head and it was unknown if it was because of his ins. He was 'in severe pain' and 'didn't know what to do.' It was noted that the patient had been to three hospitals and was 'back in his van, behind a motel, and did not know what to do.' When the patient went to three emergency rooms, they kept 'sending him out' because of his ins that they told him 'they won't touch.' The patient was 'not well.' The earliest the patient's physician could see him again was on (B)(6) 2012. The patient believed that he would be "dead by then;" he had not been eating food and was tired. It was noted that the patient had attempted to contact 911 three times in the two weeks previous. It was further noted that 'they' had placed the patient in a mental ward and told him 'he was full of (B)(6).' Additional information has been requested, but was not available as of the date of this report.

Event description:
When contacted for follow up information, the healthcare professional reported that they had not seen the patient in a "long time" but was going to advise the patient to come to their clinic for further evaluation of the issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3888-33, lot#: j0333606v, implanted: (B)(6) 2003, product type: lead; product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID: 37743, serial#: (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID: 3708360, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).